Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 37-year-old female patient who had essure (batch no. 838571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, irritable bowel syndrome, multigravida, induced abortion, spontaneous abortion, cyst removal and fractured zygoma. Concurrent conditions included overweight, complex regional pain syndrome and post-traumatic stress disorder. Concomitant products included fluoxetine hydrochloride (prozac) and hydroxyzine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In 2013, the patient experienced premenstrual syndrome ("premenstrual syndrome"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and cervicitis ("mild cervicitis"). In 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), urticaria ("hives"), amnesia ("memory loss"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy), and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia had resolved, the dysfunctional uterine bleeding, feeling abnormal, urticaria, amnesia, vaginal haemorrhage, menorrhagia, premenstrual syndrome, migraine, allergy to metals, weight increased, cervicitis and abdominal pain outcome was unknown and the headache was resolving. The reporter considered abdominal pain, allergy to metals, amnesia, cervicitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, premenstrual syndrome, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events- menorrhagia, premenstrual syndrome, migraines, headaches, nickel allergy, weight gain, mild cervicitis, dysfunctional uterine bleeding, abdominal pain were added. On 4-apr-2018: medical record received: other relevant history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 37-year-old female patient who had essure (batch no. 838571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, irritable bowel syndrome, multigravida, induced abortion, spontaneous abortion, cyst removal and fractured zygoma. Concurrent conditions included overweight, complex regional pain syndrome and post-traumatic stress disorder. Concomitant products included fluoxetine hydrochloride (prozac) and hydroxyzine. In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea"). In 2013, the patient experienced premenstrual syndrome ("premenstrual syndrome"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and cervicitis ("mild cervicitis"). In 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced feeling abnormal ("brain fog"), urticaria ("hives"), amnesia ("memory loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy),and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia had resolved, the dysfunctional uterine bleeding, feeling abnormal, urticaria, amnesia, vaginal haemorrhage, menorrhagia, premenstrual syndrome, migraine, allergy to metals, weight increased, cervicitis and abdominal pain outcome was unknown and the headache was resolving. The reporter considered abdominal pain, allergy to metals, amnesia, cervicitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, premenstrual syndrome, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in march 2013: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), feeling abnormal ("brain fog"), urticaria ("hives"), amnesia ("memory loss") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent a procedure to remove essure) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, feeling abnormal, urticaria, amnesia and vaginal haemorrhage outcome was unknown. The reporter considered amnesia, dysmenorrhoea, dyspareunia, feeling abnormal, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.